Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy and the risk of leakage post-puncture that required additional device to address the axios puncture site.

Event description:
Boston scientific corporation became aware through social media that an axios stent and electrocautery-enhanced delivery system was to be placed transgastric to the jejunum during an endoscopic ultrasound- gastrojejunostomy (eus-gj) procedure performed on an (B)(6) 2024. During the procedure, after entering the jejunum, the stent's distal flange was unable to deploy. The stent was fully covered by the outer sheath when it was removed from the patient. Another axios stent was attempted to be used; however, the guidewire could not be properly visualized in the jejunal loop due to hyper-echoic content, which was likely from a post-puncture small amount of bleed after the removal of the previous axios stent. Consequently, the guidewire was withdrawn and an enteral stent was placed to complete the procedure. Reportedly, there was no intervention done to address the bleeding and it was resolved on its own. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the axios stent was to be placed transgastric to the jejunum during an endoscopic ultrasound- gastrojejunostomy (eus-gj) procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed transgastric to the jejunum for a gastrojejunostomy procedure.

Event description:
Boston scientific corporation became aware through social media that an axios stent and electrocautery-enhanced delivery system was to be placed transgastric to the jejunum during an endoscopic ultrasound- gastrojejunostomy (eus-gj) procedure performed on an (B)(6) 2024. During the procedure, after entering the jejunum, the stent's distal flange was unable to deploy. The stent was fully covered by the outer sheath when it was removed from the patient. Another axios stent was attempted to be used; however, the guidewire could not be properly visualized in the jejunal loop due to hyper-echoic content, which was likely from a post-puncture small amount of bleed after the removal of the previous axios stent. Consequently, the guidewire was withdrawn and an enteral stent was placed to complete the procedure. Reportedly, there was no intervention done to address the bleeding and it was resolved on its own. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the axios stent was to be placed transgastric to the jejunum during an endoscopic ultrasound- gastrojejunostomy (eus-gj) procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed transgastric to the jejunum for a gastrojejunostomy procedure.

Manufacturer narrative:
H6: imdrf device code a150201 captures the reportable event of stent failure to deploy and the risk of leakage post-puncture that required additional device to address the axios puncture site. H11: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received fully covered and undeployed, and the deployment hub was received in position 4. Destructive inspection was performed, and the delivery system was disassembled to identify the torsion (rotational damage); the outer sheath was found twisted and detached. Media inspection on the photo provided observed that the stent was unable to deploy. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent failure to deploy. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU)/product label. It was reported that the axios stent was to be placed transgastric to the jejunum during an endoscopic ultrasound- gastrojejunostomy (eus-gj) procedure. However, the IFU states, "the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture." The additional observed event of sheath twisted and detached was most likely caused by improperly rotating the handle of the axios device, the IFU cited, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The investigation concluded that this this could have then resulted to the stent being unable to deploy. Therefore, taking all available information into consideration, the overall root cause of the reported event is failure to follow instructions.